Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information received reported that a diagnostic examination/palpation found that the pump site and posterior incision were well healed. The event was resolved without sequela on (B)(6) 2014.

Manufacturer narrative:
Supplemental submitted to add patient codes (B)(4).

Event description:
Additional information received reported an examination found the pump pocket incision with erythema, induration and mild streaking on (B)(6) 2014. The etiology was the pump pocket. It was noted as possibly related to the device or therapy and related to the implant procedure. Medication adjustment included the start of bactrim ds tablet 800 mg - 160 mg, po, bid x 7 days on (B)(6) 2014. Followed by information indicating bactrim was continued on (B)(6) 2014. Bactrim ds and start clindamycin 300mg po qid x 7 days was discontinued on (B)(6) 2014. Clindamycin was continued 300mg po qid x 7 additional days on (B)(6) 2014. If additional information is received, a follow-up report will be sent.

Event description:
It was reported there was mild erythema, and the posterior lumbar incision had a small amount of clear fluid draining found from examination/palpation on (B)(6) 2014. It was reported there was a modest amount of clear fluid draining from the posterior incision, and excoriation from the tape to the abdominal incision found from examination/palpation on (B)(6) 2014. It was noted the patient started bactrim ds table, 800 mg- 160mg, po, bid for 10 days on (B)(6) 2014. It was stated they started silvadene cream 1% topical application bid for 14 days to the abdominal incision on (B)(6) 2014. It was noted there was still drainage from the posterior incision on (B)(6) 2014. It was noted there was a small leak of blood-tinged fluid from the posterior incision on (B)(6) 2014. It was reported there was serious drainage from the posterior incision and an area that was not well approximated on (B)(6) 2014. It was noted that there was a medical adjustment specified as initiation of clindamycin 600 mg IV q8h on (B)(6) 2014. It was noted there was also erythema and excoriated areas on (B)(6) 2014. It was noted that lab work showed the ¿ua, cbc, and cmp¿ were unremarkable on (B)(6) 2014. It was noted that intervention included device surgical revision specified as incision <(>&<)> drainage (I<(>&<)>d) of pump pocket on (B)(6) 2014. It was reported that intervention included medication adjustment, specified as continue bactrim on (B)(6) 2014. It was reported that the signs and symptoms included erythema to abdominal incision, and clear fluid draining from posterior lumbar incision. This information was previously reported under manufacturer report # 3004209178-2014-11786, but all further information about infection will be reported under this manufacturer report. Additional information reported there was a wound infection. It was reported there was a medical or non-surgical therapy performed on (B)(6) 2014 that was specified as ¿wound care.¿ it was noted the lumbar wound edges were debrided on (B)(6) 2014. It was noted that IV antibiotics of vancomycin and cefepime were started on (B)(6) 2014. It was noted that examination/palpation noted mild erythema along the abdominal and lumbar incisions on (B)(6) 2014. It was stated the left abdomen wound culture was negative on (B)(6) 2014. It was reported that examination/palpation on (B)(6) 2014 showed the lumbar incision was not well approximated, ¿the erythema and excoriated areas to pump abdominal location.¿ it was noted a surgical observation noted erythema superficially and fluid in the pump pocket on (B)(6) 2014. It was noted that left abdomen pump pocket cultures were negative on (B)(6) 2014. It was stated the pump pocket was swollen and red which was suggestive of infection on (B)(6) 2014. The etiology was noted as the incisional site/device tract at the lumbar site. It was noted the event was possibly related to the device or therapy and related to implant procedure. The pump was used to deliver infumorph. It was noted there was also blisters to the abdominal incision. It was noted the symptoms were severe and this resulted in hospitalization, medical intervention and surgical intervention. Additional information reported the patient resolved with sequela of wound infection. Additional information reported the patient resolved with sequela on (B)(6) 2014. Additional information noted there was a refill/program on (B)(6) 2014. It was noted the antibiotics were changed to bactrim ds, 1 tab po, qd for 10 days on (B)(6) 2014. It was reported there some erythema of the incision site on the left abdomen with some improvement noted. It was stated there was no drainage and it was healing well on (B)(6) 2014. It was noted the lab work from (B)(6) 2014 showed the sedimentation rate was down to 40 from 52 and ¿c-reactive protein¿ to 1.1 from 5.8 on (B)(6) 2014. It was noted this was an ongoing event. The drug delivered in the pump was actually unknown and not infumorph.